Event description:
It was reported that leakage occurred during use where blood flash back occurs at the hub end with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported the tube leaked where the blood flashed back. Additional information provided from customer: occurred after the IV cath was inserted into the patient. The tube leaked where the blood flashed back (hub end) we used a toothpick to point to the area. As soon as the tube was clamped off the blood stopped. Reporter states there was blood exposure but did not provide any details.

Manufacturer narrative:
The following field has been updated with additional information: b.5. Describe event or problem: it was reported that leakage occurred during use where blood flash back occurs at the hub end with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported the tube leaked where the blood flashed back. Additional information provided from customer: occurred after the IV cath was inserted into the patient. The tube leaked where the blood flashed back (hub end) we used a toothpick to point to the area. As soon as the tube was clamped off the blood stopped. Reporter states there was blood exposure but did not provide any details.

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the sample for evaluation. Bd received one used unit and the top web of the packaging. A water air leak test was performed, and leakage was observed on the catheter tubing. No leakage was observed at the septum. Further microscopic inspection showed damage along the catheter tubing. The damage is located just under an inch from the adapter. The damage was observed to have rounded damage on one side and random deformation that sticks up around it. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a damaged pallet. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of leakage at septum with lot #9241111 regarding item #383536. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that leakage occurred during use where blood flash back occurs at the hub end with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported the tube leaked where the blood flashed back.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use where blood flash back occurs at the hub end with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported the tube leaked where the blood flashed back.